Event description:
Pt's family member called lfs in 2002 alleging that the pt's surestep meter was reading inaccurately low. The pt was taken to the hosp due to low readings on the meter for a couple of days. "The readings were in the 40-50's". Pt was confused and feeling lethargic, and had not been eating well. Pt received an IV drip and insulin shots at the hosp. Pt's blood glucose value was 928 mg/dl when they were admitted to the hosp. The confirmation dot on the test strips were pink. This would result in inaccurate low blood glucose results. Unknown how long the test strips were open. Pt's insulin was changed to humalog. Unknown what their pre-incident regimen was. No further info was reported. Attempted unsuccessfully to contact the customer to obtain more info.